Event description:
On (B)(6) 2014 the physician removed a pretty large flat polyp piecemeal with a hot snare. Three (3) instinct endoscopic hemoclips were used to close the defect. Eighteen (18) days later on (B)(6) 2014, the patient was admitted with a bleed at the previously clipped site. A different physician did a repeat colonoscopy. One of the previously used clip was seen floating free in the lumen while advancing to the site, and none were present at the site. See mdrs 1037905-2014-00390, 1037905-2014-00391, and 1037905-2014-00392. Three (3) additional instinct endoscopic hemoclips were placed to stop the bleed and the patient is doing fine. Other than the deployed clips, no section of the device remained inside the patient's body. Other than the placement of additional clips, the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.